Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when the right ventricular (rv) lead was secured in the heart chamber, loss of capture was observed. Multiple tests were performed at high output, but the results remained unchanged. The rv lead was not used and replaced. The patient remained stable throughout the procedure.